Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the peeled adhesive around the objective lens, the cause was due to some kind of stress, such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the endoeye flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that peeled adhesive was found around the objective lens. There was no patient involvement.